Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had more than one motor alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. Troubleshooting was performed for motor alarm. The insulin pump will be returned for analysis.